Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation as both grippers actuated as intended. The reported failure to grasp the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, the reported failure to grasp the leaflets appears to be due to the challenging anatomy. A cause for the reported difficult gripper actuation could not be determined. It is possible that the user technique and/or procedural conditions in combination with the anatomy contributed to the reported issue, but this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system devices referenced are filed under separate medwatch report number. Na.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, the patient had one clip implanted, reducing mr. Then on (B)(6) 2021, the patient returned with recurrent mr grade of 4. The physician stated the cause of the recurrent mr is due to disease of progression. The clip remains stable on both leaflets. The patient under went a second mitraclip procedure to treat the recurrent mr. A clip delivery system (cds 01007u120) was advanced to the mitral valve; however, the clip could not grasp both leaflets. The clip was then inverted the gripper testing was done, but one gripper was not lowering. Troubleshooting was performed and failed. Therefore, the cds was removed with the clip attached. The procedure continued with a new cds (01007u118). The cds was advanced to the mitral valve; however, when the clip grasped the leaflets, the mean pressure gradient increased to 10mmhg. Therefore, the cds was removed with clip attached. The mean pressure gradient which returned to baseline after the leaflets were un-grasped. The procedure was aborted. No clips were implanted, and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. There was no device issue with clip delivery system, and the initial clip remains stable on both leaflets. The physician stated the recurrent mitral regurgitation is due to disease of progression, and not due to the clip. This event is not related to the device, therefore this has been captured as a non-complaint product experience. There was no device issue with the nt clip delivery system (cds 01007u118), and there was no patient adverse effects due to the increase in pressure gradient which returned to baseline after the leaflets were un-grasped; this event is not related to the device, therefore this has been captured as a non-complaint product experience.